Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. Device was noted to have obsoleted parts; battery latch door was found to be causing the reported complaint. The problem source has been determined to be user interface.

Event description:
Information was received indicating that the air detector latch broke on a smiths medical level 1 h-1200 fast flow fluid warmer no adverse patient effects were reported.